Event description:
It was reported that during the procedure, the fiber aiming beam was no longer visible and the fiber was not vaporizing the tissue. The fiber had been used for 66,418 joules and 13 minutes. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Analysis of the returned fiber identified a break in the fiber body between the input connector and control knob.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the input connector and control knob. It is probable that the break in the fiber body occurred due to procedure handling of the device during set-up such as excessive manipulation /rough technique. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.